Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Patient identifier: (B)(6). During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and part replacement was performed. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fse. The alinity ci-series operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Event description:
The customer reported falsely elevated sodium (na), potassium (k) and calcium (ca) results generated on the alinity c analyzer on multiple patients. Example results provided (B)(6) 2020): sid (B)(6) : na = 170, another alinity = 133 mmol/l; k = 6.6, another alinity = 4.8 mmol/l; ca = 17.0 / another alinity = 9.4 mg/dl. Sid (B)(6): k = 6.9, another alinity = 3.1 mmol/l. Sid (B)(6): na = < 100, another alinity = 1234 mmol/l; k = 3.8, another alinity = 5.2 mmol/l; ca = 16.9, another alinity = 8.5 mg/dl. Normal ranges: (na: 136-145 mmol/l; k: 3.1-5.1 mmol/l, ca: 8.4-10.2 mg/dl). No impact to patient management was reported.